Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up. Upon review, the left ventricular lead exhibited increased capture thresholds. An x-ray was performed but lead dislodgement could not be confirmed. The lead was reprogrammed.